Event description:
The device was used to transect the artery. Reportedly, the instrument did not place staples properly. The surgeon performed a formal laparotomy and sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.